Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: extended enteric bacterial panel the following information was provided by the initial reporter: " false positive results for extented enteric bacterial panel. Issues started after pm was carried out. Fse has been on site, but issue persists. There has been no harm to patients and false results have not been reported as customer checks pcr curves."

Manufacturer narrative:
H.6. Investigation: a "false positive" result complaints was reported against the bd max instrument, catalog number 441916, serial number ct1360. Customer reported receiving false positive results on exebp assay after pm was conducted. Field service was on site during this occurrence but the issue persisted. Field service replaced the gantry and verified magnet height and level. Instrument was returned to customer functional. The complaint is confirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA/ 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: extended enteric bacterial panel. The following information was provided by the initial reporter: false positive results for extended enteric bacterial panel. Issues started after pm was carried out. Fse has been on site, but issue persists. There has been no harm to patients and false results have not been reported as customer checks pcr curves.